Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of forceps elevator lever and up and down knob cannot be locked securely; suction cylinder, air and water cylinder had no color; scope cover was deformed; because the guide pin of the electrical connector was shaved, water tightness was lost; label on suction connector was damaged; due to clogging of the nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, bending angle in right direction did not meet the standard value; plastic distal cover had a crack, the nozzle was clogged, the light guide lens had a crack; adhesive on the bending section cover rubber had a crack, and the universal cord had coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a blocked air duct. There were no reports of patient or user harm associated with this event.the device was returned to olympus for a device evaluation and found the jet tube had foreign objects, the plastic distal end cover had foreign objects, the adhesive around the objective lens had foreign objects, the adhesive on the bending section cover rubber had foreign objects, and the connecting tube had foreign objects.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.